Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (loss of prime) issue. The distributor stated that the pump emitted multiple loss of prime warnings without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were no errors, alarms or warnings observed in the black box related to a loss of prime. The black box was overwritten due to continued use of the device. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specification. The pump case was removed and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.